Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection the subject device had a disappearing image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to an olympus repair site for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: damaged cable. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection the subject device had a disappearing image. There was no patient involvement.